Event description:
It was reported that 4 bd micro-fine¿ pro pen needles was broken during use. The following information was provided by the initial reporter: the user reported that the needle npe was broken during use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-may-2023. H6: investigation summary one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 2172163, cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to determine root cause.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd micro-fine¿ pro pen needles was broken during use. The following information was provided by the initial reporter: the user reported that the needle npe was broken during use.